Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped working. There was no harm or injury reported. The device was returned to a third party service center for evaluation. The device was found to have insect infestation. Device evaluation could not be performed. The device will be disposed of per the service center's protocol.

Event description:
The manufacturer received information alleging a ventilator stopped working. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.